Event description:
The co was notified that the pt was hospitalized due to ear pain at the implant side and mastoiditis accompanied by dizziness, vomiting and severe pain. It was reported that the pt had developed an infection three days after her implant surgery and had been taking antibiotics (type unk). Spinal tap and lumbar puncture were performed at the hospital. The pt's parent considering explanting the device, but this decision has not been finalized.